Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead fdc 22 applies to the lead fdc 92 applies to the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt like they gained 30 pounds and was retaining water. The caller reported that the patient had only voided one time between 1 pm the day prior to the call and 7 am the day of the call. The patient took a lasix the morning of the call and voided 15 oz. The caller lastly indicated that the patient was feeling stimulation on their back instead of their buttock. A later call from the consumer indicated that the patient was not feeling stimulation and when the patient was assisted with increasing stimulation to 6.4, but then the cannot provide desired settings message appeared. The patient was assisted with changing to the right side and increasing stimulation to 8.0 were the message appeared again. The patient was left on the left lead at 6.5 at the conclusion of this call. A third call regarding the patient indicated that the patient was not able to sleep at night and the patient was out of it when they had an accident. A final call from the consumer indicated that the tape was very tight on the patient's back and was making the patient itchy. The patient mentioned that they were afraid that they had pulled their leads and "being afraid that her symptoms return when her leads are removed." Patient status is unknownat the time of this report. There were no further complication reported or anticipated.